Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre balloon dilatation catheters used in the same procedure. Manufacturer report # 3005099803-2011-00258 addresses the first cre balloon, while manufacturer report # 3005099803-2011-00261 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during a gastroscopy procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, both balloons burst at 7atm of pressure in the esophagus. No pieces of either balloon detached inside the patient. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and okay.